Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of capsular tear, vitreous prolapse, vitrectomy therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: iqbal ike k. Ahmed, john p. Berdahl, arkadiy yadgarov, george r. Reiss, steven r. Sarkisian jr., sébastien gagné, marco robles, lilit a. Voskanyan, omar sadruddin, dari parizadeh, jane ellen giamporcaro, angela c. Kothe, l. Jay katz, tomas navratil. Six-month outcomes from a prospective, randomized study of istent infinite versus hydrus in open-angle glaucoma: the integrity study. Ophthalmol ther (2025) 14: 1005¿1024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported via literature article to evaluate six-month outcomes from a prospective, randomized study of istent infinite versus hydrus in open-angle glaucoma. This file pertains to the one pseudophakic trabecular stent implanted eye experienced vitreous prolapse due to significant capsular tear/rupture required vitrectomy during the surgical procedure. There are three medical device reports associated with this report. This is two of the three.